Event description:
It was reported that (1) 35ol was used during a lap nissen fundoplication procedure. It was reported by the rep that the gasket to the trocar became dislodged during the case and fell into the abdomen of the pt. Another trocar was opened and used to finish the procedure. There was extended or time by ten minutes.